Manufacturer narrative:
The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2020 until (B)(6) 2021 (200 days). The patient is stable after the event. At first this was deemed not reportable for lack of detailed information. With more information pertaining to the increase of ldh values this was determined to be reportable as an adverse event.

Event description:
We were informed by the distributor that a patient that was implanted on (B)(6) 2019 in the lvad configuration had an adverse event. The distributor reported that the patient developed hemolysis following a pump exchange on (B)(6) 2020. The ldh was reported to be 2.5x greater than the upper limit of normal. The clinic also reported that a whistling noise was audible during pump function. The clinic adjusted the ikus parameters but the hemolysis persisted. The distributor did not report the adverse event until (B)(6) 2020. The distributor contacted berlin heart (B)(4) regarding a recommendation for a pump exchange. Berlin heart (B)(4) recommended to exchange the pump. After the pump exchange on (B)(6) 2021 the ldh decreased. The device was fully filling and ejecting during the event dates.